Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Note: two (2) issues occurred on the same product. A separate 3500a has been completed for the other issue.

Event description:
It was reported the end user found the product not sealed properly causing the product to be non-sterile prior to use.